Manufacturer narrative:
This supplemental report was created to update the d6b: explant date.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to a wound infection at the pocket site. Reportedly, the patient had a swollen pocket site and a tingling sensation. The patient was treated with antibiotics and to be follow up. In addition, the patient has severe drug-resistant atopy. There was no additional adverse patient effects were reported. This device remains in service. Additional information indicated that this s-ICD was explanted. No additional adverse patient effects were reported. This s-ICD was explanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to a wound infection at the pocket site. Reportedly, the patient had a swollen pocket site and a tingling sensation. The patient was treated with antibiotics and to be follow up. In addition, the patient has severe drug-resistant atopy. There was no additional adverse patient effects were reported. This device remains in service.